Event description:
Nurse preparing to run chemo through infusion pump - noted leaking where tubing meets connector at the top. Discontinued before started. Some chemo medication leaked to nurse's top which was quickly cleaned off.